Manufacturer narrative:
Supplemental report submitted to include additional information received through follow up and to correct the initial report. Updated b5, b7, and h6. Per additional information received from the health care facility, the valve was explanted due to endocarditis after an implant duration of 3 years and 11 months. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards multi stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards valves as provided to customers. Therefore the probability of endocarditis related to edwards bioprostheses is remote. In this case, there was no allegation that an edwards device failure caused or contributed to the endocarditis and subsequent need to explant the device. Based on the available information, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
It was reported by the implant patient registry that a patient with a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 3 years and 11 months due endocarditis. Per the medical records, approximately 3 years and 9 months after implant, the patient was treated with a long course of antibiotics for bioprosthetic endocarditis resulting in echocardiogram findings suggestive of severe prosthetic aortic stenosis with valve velocity of 4.1 m/s and moderate perivalvular aortic insufficiency. The patient was taken to the or for explantation of the thv and concomitant CABG (coronary artery bypass graft) x 1 to treat pre-existing cad (coronary artery disease). A 21 inspiris resilia valve was implanted. The intraoperative course went well. The patient was discharged home in stable condition on post-operative day 12.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
It was reported by the implant patient registry that a patient with a 26mm transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 3 months and 11 days due to unknown reasons. No additional details were provided.